Manufacturer narrative:
Philips service restarted the system, resolving the issue, and suspected an external power issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).

Event description:
It was reported to philips that a generator busy error occurred, and a voltage dip caused the system to enter safety mode on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.